Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation cannot be confirmed. But the occurrence and the recurrence cannot be denied. Additional device evaluation findings were as follows: there is moisture regarding corrosion from video connector inner pin, there is water in air tube line, the socket is worn, and the front panel is broken in its appearance. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation, or if additional information becomes available.

Event description:
The customer reported to olympus, that the video system center showed no image. The issue was observed during preparation for use, for an unknown diagnostic procedure. The procedure was completed using another similar device. No delays or patient harm was associated with this event.